Event description:
Approximately eighteen months after undergoing triple cypher stents implantation of the anterior interventricular artery (one stent) and the circumflex artery (two stents), the data showed some aneurysms distally, proximally and along the stent itself. The medical rationale for this event indicated that the event may have been caused by allergic reaction to the polymer or drug, but the physician cannot say the exact cause. The pt is in stable condition.

Manufacturer narrative:
This male pt with a history of smoking, underwent the index procedure in 2006. During this procedure, the (iva) anterior interventricular artery had two lesions. The lesion in this vessel was denovo, tortuous, type c lesion, 25mm length lesion and with an 80% stenosis. The lesion was predilated and post dilated. One stent was deployed at 10 atmospheres. The timi was three pre/post procedure. The circumflex artery had a lesion at the bifurcation, no clot, tortuous or calcification, and type c lesion. The pt was given aspirin 160mg, plavix 150 mg and heparin 8000 units. This product is similar to us cypher. This is the one of three products used during the same procedure on the same pt, which is associated with mfg report # 9616099-2008-02305 and 9616099-2008-02306.